Event description:
It was reported that this pacemaker system exhibited oversensing on the right atrial (ra) channel. Technical services (ts) was contacted and recommended programming options. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.